Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed unexpected restart and the device was in the customer pocket. Customer didn't recall his blood glucose the time the alarm occurred. Troubleshooting was performed and alarmed did not occur right after inserting a new battery it occurred during normal use. Customer was advised the device needed to be replaced. Customer declined replacement and is not returning the device for analysis.